Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cocked stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that stopper creep out was found before use with bd vacutainer® cpt¿ cell preparation tubes with sodium citrate. The following information was provided by the initial reporter, "during r&d testing in franklin lakes, two tubes were found where the stoppers were not fully seated in the tubes when removed from the box.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper creep out was found before use with bd vacutainer® cpt¿ cell preparation tubes with sodium citrate. The following information was provided by the initial reporter, "during r&d testing in (B)(4), two tubes were found where the stoppers were not fully seated in the tubes when removed from the box."